Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 30 mg/ml dilaudid at an unknown dose via an implantable pump for non-malignant pain. It was reported that the patient was hearing a multi-tone beep every 5 minutes in (B)(6) 2017, which eventually sounded like "a dead christmas tree" that was faint. It was stated the patient had liposuction and her mother died, so she went 2 weeks without medication. The patient then got her pump refilled, but her symptoms did not improve. It was stated the patient symptoms included barely being able to "walk/crippling" and knees that were going to buckle in. The patient saw an orthopedic doctor, who said it was from l4/l5 and the pump should have been handling it. No further issues were reported or anticipated.